Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: litigation records ad 3&4 aug 2023 alleges on (B)(6) 2021, the depuy corail® stem at the neck on the patient's right hip, without warning, suddenly and catastrophically fractured at the neck while patient was simply walking. Patient suffered significant damages including, but not limited to physical injury, economic loss, pain and suffering, and will continue to suffer damages into the foreseeable future. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) - x-rays from disc. The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinn can bone screw 6.5mmx30mm would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received. On (B)(6) 2014, the patient underwent a right hip arthroscopy with labral repair, fractional lengthening of the iliopsoas tendon and extensive debridement and synovectomy due to a right hip snapping iliopsoas tendon due to impingement syndrome. The right hip implant was noted to be well-fixed and stable. On (B)(6) 2011 patient had a right total hip arthroplasty. (No specifics provided in this set of medical records) (B)(6) 2014 medical records note the patient underwent a right hip arthroplasty approximately three years ago. The patient has noticed more pain, limited mobility, numbness or tingling down right lateral aspect of the leg. Radiographs noted narrowing of the l5-s1 disc space with foraminal stenosis. On (B)(6) 2014 medical records note the patient is having follow-up after getting a right hip iliopsoas injection. Patient shows pain and mild crepitus. On (B)(6) 2014, the patient had a right hip arthroscopy with anterior labral repair and osteoplasty of the femoral neck and acetabulum with labral debridement and chondroplasty, with extensive synovectomy to address right hip femoroacetabular impingement with anterior labral tear.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b7 and h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation records ad 3&4 aug 2023 alleges on (B)(6) 2021, the depuy corail® stem at the neck on the patient's right hip, without warning, suddenly and catastrophically fractured at the neck while patient was simply walking. Patient suffered significant damages including, but not limited to physical injury, economic loss, pain and suffering, and will continue to suffer damages into the foreseeable future. Doi: (B)(6) 2011. Doe: (B)(6) 2021. Dor: (B)(6) 2021. Affected side: right hip. This pc was re-opened due to additional information received from (B)(6) on 3 jul 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : b7. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.